Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: additional information pertaining to the patient death was not available. Per the patient¿s peritoneal dialysis registered nurse (pdrn), the cause of death was not documented, and it was unknown if the patient was in active treatment at the time of the death. The pdrn could not confirm the date of death as the patient¿s records had been closed out of the system. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event.

Event description:
A registered nurse (rn) advised a peritoneal dialysis (pd) patient passed away. Additional information pertaining to the patient death was not available.

Event description:
A registered nurse (rn) advised a peritoneal dialysis (pd) patient passed away. Additional information pertaining to the patient death was not available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: h4 device manufacture date.

Event description:
A registered nurse (rn) advised a peritoneal dialysis (pd) patient passed away. Additional information pertaining to the patient death was not available.

Manufacturer narrative:
Additional information: d9, h3, h6 evaluation codes plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent a catch-post hipot test, patient hipot test, current leakage test, system air leak test and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. The mushroom head checks passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump, on the inside of the rear panel, and on the baseplate. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A registered nurse (rn) advised a peritoneal dialysis (pd) patient passed away. Additional information pertaining to the patient death was not available.